Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. Device discarded.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, it was a case of an implant of an edwards tavr valve, in the aortic position by right subclavian approach. During valve deployment, the physicians noticed that it was not possible to totally expand the valve. The valve was stable in the native aortic annuus. It was decided to put in a non-compliant balloon (26mm) to optimize the sealing, with no leak as a result. The procedure ended successfully. As per medical opinion, the tortuosity and the horizontality of the aorta may have led the valve, to damage the balloon during valve alignment.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was provided by the field and the following was observed: balloon leak at proximal crimp balloon. Damage at proximal crimp balloon on balloon shaft/crimp balloon bond. Thv non-coaxial with flex tip during alignment. The thv appears to dive into the flex tip. Tortuosity is present in the patient's anatomy. The complaint of valve alignment difficulty and balloon leak were confirmed based on provided imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the deployment, at the start of the inflation, physicians noticed that it was not possible to totally expand the valve due to a balloon rupture.'' Additionally, ''as per medical opinion, the tortuosity and the horizontality of the aorta may have led the valve, during the alignment, damaging the junction between the balloon catheter and the proximal section of the balloon.'' Although 3mensio was not provided to confirm the presence of tortuosity or horizontal aorta of the patient, provided imagery of valve alignment infers the presence of tortuosity based on the curvature of the catheter. If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. The valve appeared to dive into the flex tip upon review of the provided imagery. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine valve alignment difficulties. Furthermore, tortuosity can cause non-coaxial alignment of the thv on the crimp balloon during valve alignment, causing the thv and the balloon to interact. This interaction may cause damage to the balloon and result in the reported balloon leakage noted during inflation. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section, non-coaxial interaction with valve strut) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.